Event description:
Customer reported both reagent probes were leaking when using the unicel dxc 660i synchron access clinical system. The customer checked for loose syringe fittings, the fittings were found to be tight and not loose. The customer was wearing personal protective equipment, lab coat and gloves. There was no reported exposure or injury. There was no report of erroneous test results associated with this event. There was no death, injury or affect to patient treatment.

Manufacturer narrative:
The field service engineer, (fse) evaluated the instrument and confirmed the reagent probes were leaking. The fse determined the failure mode was the hamilton 4-way valve (p/n 970835) which was replaced. After replacing the valve, the fse verified repairs and no further leaking was observed. Identification of failure mode: the failure mode is the hamilton hv 4-4 valve. No erroneous results were generated or reported. Leaking reagent probes can impact any or all chemistries, including critical chemistries. The beckman coulter (bec) internal identifier for this report is (B)(4).